Event description:
The patient was injected into the upper and lower lips. The patient allegedly developed a swelled mouth, hives, and had difficulty breathing. The patient was treated with a medrol dose pack and benadryl.

Manufacturer narrative:
Patient's symptoms resolved two days later. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.